Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two stents were placed in overlapping technique in the sfa and that the distal stent was found dented three days after placement. Furthermore, the vessel was found occluded. Thrombectomy, balloon dilation, further stent placement and lysis were performed to treat the patient. After lysis the patient was found free of thrombus and free of stenosis. This report addresses the stent in proximal position.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Based on the images and video clips provided it is confirmed that two stents were placed in overlapping manner and that three days after placement the stented section was occluded. A deficiency of the stent in proximal position which is subject of this complaint could not be identified. No indication for a device relation of the vessel occlusion could be determined. Therefore, the investigation of this issue is closed with inconclusive result. Potential factors that could have led or contributed to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. In this case two stents were placed overlapping and the stent in distal position was found with a twisting which may have caused the occlusion of the whole stented segment. In general, restenosis of a stent may be caused by various factors and may occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient or to the vascular conditions of the patient. Restenosis may also occur inside stents that were placed with an irregular strut pattern. Insufficiently or not performed balloon dilation may be contributing factors. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with the product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.'. The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'. (B)(4).